Event description:
A report was received that during the implant the physician was about to insert the lead when the anesthesiologist prompted the physician to flip the patient over. The patient was experiencing shortness of breath and elevated blood pressure. The patient was given CPR, a defibrillator was used, and IV medication was given. The patient was revived, but the procedure was aborted. The physician does not believe the incident was device or procedure related, but related to the anesthesia. The patient was reportedly recovering following the incident.

Manufacturer narrative:
(Expiration date): n/a the described incident occurred prior to the implantation of any bsc products.